Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510(k) # without a part number of lot number. Investigation could not be concluded as no device was returned.

Event description:
The locking mechanism on the impactor did not work. Surgeon had to break off the impactor to disengage it from the blade. The surgeon could not lock the blade, as broken tip remained in the blade.